Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The complaint instrument has been inflated and was returned in a deflated state. As part of the technical investigation, functional testing was performed. The complaint device could be inflated to np, bp and even up to the reported complaint pressure of 26 atm (6 atm over rbp), and pressure could be held. At these pressures no apparent damage or leakage was observed. Thus, the reported event could not be confirmed. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.

Event description:
A pantera leo balloon system was used for pre-dilatation 3-4 times and no issue was noted. The same device was used again but pressure could not be hold up to 26 atm. After removal no damage on balloon was detected. The device was reinserted again but inflation was not possible. Another balloon catheter was used for post dilatation.